Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon sixth inflation at 8atm. The device was simply pulled out from the patient's body. The procedure was completed with this device. No complications were reported, and patient condition was good post procedure.